Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) on (B)(6) 2025 regarding an implanted infusion pump. It was reported that the patient was seen on (B)(6) 2025 for an active alarm due to an expected elective replacement indicator (eri). Per the rep, they thought they silenced the alarm but the patient went home and called back stating that the pump was still audibly alarming. Technical services discussed with the rep how to silence this alarm and it required an update. They discussed confirming the actual alarm to confirm that there were no other alarms. Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) on (B)(6) 2025 indicated that the pump manager was not sure what the source of the alarming was. The patient was being referred for pump replacement. It was unknown what the cause of the pump alarm was. In regard to actions/interventions taken to resolve the pump alarming, the patient was being referred for a pump replacement. It was unknown if the pump alarming resolved. Additional information received on 2025-05-28 indicated that, in regards to the previous reported elective replacement indicator (eri), the patient was being referred for early replacement as a precaution. The rep had not seen the patient or connected to the pump to generate a report. The patient was not currently scheduled for a pump replacement, as the eri indicator had not been reached.